Event description:
It was reported that the external pulse generator would not stay powered on and that the display was missing segments. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comments that the liquid crystal display (lcd) was out of specification and that the generator would not power up. Analysis also found that the side bail covers were broken and that the ring was bent.